Event description:
The customer stated he was hospitalized about four weeks ago for high blood glucose readings. The blood glucose reading was 152 mg/dl at the time of the call. The customer stated he woke up with high blood glucose readings the day of the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed several no delivery alarms in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.